Event description:
It was reported thrombosis occurred. Pre-procedural transesophageal echocardiography (tee) confirmed the absence of thrombus. The pulse field ablation (pfa) portion of the procedure was completed without complication, with consistent activated clotting times (act) maintained between 350-400 seconds. The laac procedure started without complications. The 35 mm watchman flx pro closure device was introduced into the laa via the watchman trusteer access system (was). The first deployment did not meet the position, anchor, size, and seal (pass) criteria and was recaptured. Upon the second deployment, a potential thrombus was observed in the anterior wing of the laa. Further evaluation by the clinical team confirmed the presence of a clot located in the distal/anterior "wing" portion of the appendage behind the closure device. The device again failed to meet pass criteria due to suboptimal positioning at the ostium and an excessive shoulder. The clot was estimated to be approximately 1 cm in size. The physician deemed there was too high of risk for aspiration. The closure device was measured and was determined to not be in a safe position for release. The clinical team elected to proceed with surgical removal of the clot and also ligated the appendage. The closure device was left in place until surgical intervention could be safely performed to remove both the clot and the device. The patient had no further complications and awoke from surgery with no neurological deficits.